Event description:
Correction: the previous or initial MDR submitted on august 15, 2024, was filed inadvertently. No explantation has occurred.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.